Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(4) indicated a solicitor from (B)(6) reported: pt experienced a work accident on (B)(6) 2005. Pt suffered multiple injuries; left knee, thoracic spine injury and experienced lower back pain. On the (B)(6), pt was hospitalized and underwent surgery including anterior corporectomy and reconstruction, rib strut, and posterior spinal fusion level, t3 - t11 with local bone and insertion of two (2) 6mm rods. In (B)(6) 2010 review of an x-ray showed one of the 6mm rods had fractured. The reason for the rod breakage is unk. Pt has continued to experience further pain and suffering. It was not noted if the pt had the hardware removed. No further info has been provided on the pt's spine fusion. No further info is available.